Event description:
It was reported to philips that the system could not start up normally. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system geometry failed to start up. Upon troubleshooting fse found that the button of geometry module was pressed at the startup. To resolve the issue, fse released the button then the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.